Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was reported that this right atrial (ra) lead showed signs of fracture and exhibited noisy signals on the shock channel; however, there was no evidence of oversensing. Technical services (ts) inspected the data and indicated that movement artifacts on the shock electrogram were not uncommon. Ts also noted that the pace sense channel was clear with no observable noise, and the shock lead impedance (sli) remained stable. Consequently, no programming changes were necessary at this time. This lead remains in service and no adverse patient effects were reported.